Event description:
The patient stated yesterday and after a couple of hours he noticed his blood sugar had gone up on his dexcom to 270. Patient's normal rate is from 80 to 150. Patient checked the v-go and found that the needle button was missing, along with the needle. Patient took off his shirt and found the needle button in the sleeve and the start button came out of the v-go and the needle was poking at his elbow.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The needle button was returned in the depressed position.